Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced oil gel globules, and gel smearing. The following information was provided by the initial reporter. The customer stated: gel didn't work properly. Gel didn't move correctly.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation and gel smear was not observed. The photo shows a sample where serum was poured out of the tube, and gel seems to be scraped out at the top. Conclusions could not be made based on the photo alone. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation and gel smearing were observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, poor barrier and gel smearing, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced oil gel globules, and gel smearing. The following information was provided by the initial reporter. The customer stated: gel didn't work properly. Gel didn't move correctly.